Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis high blood glucose on (B)(6) 2018. The customer¿s blood glucose level unknown at time of incident and current blood glucose was in the range of 300- 500 mg/dl. The customer was treated with blousing by insulin pump. It was reported that the blood glucose was 280- 580 mg/dl. The customer had symptoms such as sick and was throwing up and skin irritation. It was reported that the customer had some diabetic shock and also had high blood glucose of over 500 mg/dl. The customer report customer does not allege pump was over delivering. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting of high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.